Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk; unable to confirm a33 alarm due to motor error alarm. However, the motor was tested outside of the device and passed. The insulin pump also passed displacement test, self test, and a21 error test. Pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and cracked case near the display window corners noted. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed while trying to deliver a bolus. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.